Event description:
Caller states that 8 pts were tested with the device and that each result was compared to a lab result within 4 hrs. The meter/lab results are as follows: 2.3 inr/3.4 inr; 1.5 inr/2.3 inr & 1.5 inr/2.4 inr; 3.3 inr/4.9 inr; 1.4 inr/1.9 inr; 2.1 inr/3.2 inr; 2.7 inr/4.1 inr 2.2 inr/3.4 inr; 7.2 inr/5.2 inr. No action was taken based on any reported device results. No adverse event reported for any pt. Requested return of suspect device and replacement was sent.